Event description:
The drug has been removed from the catheter prior to the dye study through the cap. The patient experienced severe pain and shaking for 12 hours after the study.

Event description:
The hcp reported the pt was in the clinic "in withdrawal." The day before, a catheter dye study was done that demonstrated the catheter to be fine.